Event description:
It was reported that: "the 6541-5-721 was noted by surgeon to have a drill hole in the +0 position that would not allow safe passage of drill bit to fixate the block to pt bone. The dr. Subsequently planned in the +2 drill hole without issue and safely performed procedure without incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.